Manufacturer narrative:
The insulin pump was received with broken battery cap, broken battery tube threads, broken belt clip slot at battery tube threads area, broken reservoir tube lip, cracked case at the display window corner and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call, the battery compartment on the insulin pump was braking and the placed plastic around to keep the battery in place. Customer stated the thread have completely broken off into little pieces. Customer's blood glucose was unknown. Troubleshooting was performed and it was noted the battery compartment and battery cap were damaged. The screen has minor scratches but the customer is still able to see the screen. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.